Event description:
On (B)(6) 2007, the patient was implanted with a gore excluder aaa endoprosthesis aortic extender component to resolve a proximal type I endoleak in a previously implanted non-gore device. Per the gore imaging services evaluation, imaging of (B)(6) 2010, shows contrast to be surrounding proximal end of implanted devices. A proximal type I endoleak appears to be visible. On (B)(6) 2011, the patient underwent an additional endovascular procedure where an additional aortic extender component was implanted. The endoleak was not resolved. The gore representative noted that there was a proximal neck angulation of approximately 45 degrees. The physician plans to monitor the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts.